Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the patient noticed that his shirt was wet with insulin. The home care patient was unable to locate the leak and that the infusion set appeared to be intact. The reporter and home care patient discussed that leak may have been caused by a disconnection between the tubing and the infusion set which may have resulted in the insulin dripping out from the end of the tubing. The home care patient reported that their blood glucose levels rose due to 190 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection to resolve their high blood glucose. No further adverse effects to patient reported.